Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was alleged that there was a filled cartridge in the pump and the pump was priming the tubing during the load step. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connect to the body and provides multiple reminders during the prime/rewind sequence.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-jun-2018 with the following findings: a review of the pump¿s black box showed loss of prime with zero force and no cartridge detected warnings occurred. During testing, the force sensor was unable to defect cartridge force. The pump was opened and moisture damage was found to the force sensor housing and flex pins. The pump performed within required specifications. The load step malfunction was duplicated during investigation.